Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an intermate lv 250 device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired.

Event description:
It was reported to baxter that the reservoir of an intermate lv 250 device ruptured near the end of a patient infusion. The pump was infusing a solution of 750mg of vancomycin in 250ml of normal saline when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.